Event description:
It was reported that noise was observed that might be either the pacemaker or the right ventricular (rv) lead. Noise was reproduced with movement of the lead and the can. Programming changes were made. The patient was asymptomatic and will be monitored.